Event description:
Endoplegia sinus catheter was inserted at the beginning of the case and when time arrived to deliver cardioplegia to the heart and via the endoplegia sinus catheter, due to the flow pressure readings it was determined that the balloon must have had a small tear in it.====================== health professional's impression======================catheter balloon had popped (filled with heparinized solution and a small amount of contrast). Catheter was inspected after removal and catheter tip was accounted for. Balloon had developed a small hole and unable to use. Assumption made that it happened on insertion.====================== manufacturer response for disposable, endoplegia sinus catheter======================message left on the reps machine